Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart error alarm and external ram crc error alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose level was 300 mg/dl. The self test was performed and was passed. The troubleshooting was performed. The customer reported that the alarm was occurred after a battery change. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis.